Event description:
The customer reported that during pre-operative testing, this shaver handpiece would not work. There was no pt involvement or surgical delay related to this event and the procedure was completed with another handpiece.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for investigation. During testing of the handpiece, it was found to have the potential to activate on its own related to pc board failure. A design change has been implemented for this failure mode. Conmed linvatec will continue to monitor this product for failures. There are no reported injuries associated with this faiilure mode.